Event description:
Customer reports that the last 2 or 3 contacts appear burned and that the device smells of burnt plastic. No injuries reported. No cleaning procedure provided. Requested return of suspect device and replacement was sent.